Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to no benefit. The patient was reimplanted with a nucleus auditory brainstem implant system during the same surgery. This report is submitted on november 10, 2022.